Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
It was reported that during a hemorrhoidectomy, the firing force was higher than expected and the firing handle could not be grasped. Another device was used to complete the case. There were no adverse consequences to the patient.